Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen developed a thin crack of unknown origin, after which the upper-left portion of the touchscreen became unresponsive and the device was deemed nonfunctional; a replacement was arranged and instructions were provided to shut down the device, sync data to the mobile app, and return the original, while the user was advised the replacement would require a full startup and to continue glucose monitoring with a dexcom g7 app or receiver. Symptoms included no reported adverse clinical effects and no impact on blood glucose at the time of the report. Outcomes included device replacement and continued therapy support via cgm during the transition. Investigation included review of the complaint details and device history as available. Investigation of this device revealed a damaged display assembly consistent with physical damage to the screen leading to impaired touch responsiveness and loss of device function. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental physical damage rather than a manufacturing defect.